Event description:
Related manufacturer report number: 2017865-2021-38286. It was reported that the pace sense lead impedance was high and out of range and capture thresholds were high on the right ventricular (rv) lead. During a procedure to explant the right ventricular lead, a non abbott atrial lead and an abbott left ventricular lead became dislodged. The system was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event was lead dislodgement. A complete lead was returned in two pieces. S-curve hump height could not be measured due to as received procedural damage to the s-curve. Visual inspection of the lead found that the connector pin and crimp sleeve were pulled out of the connector assembly which is consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.